Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22apr2020.

Event description:
It was reported that the unit's main light emitting diode (led) was not working and the unit alarmed that it was running on battery power. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the power supply. The customer replaced the power supply and the issue was resolved. The unit was returned to service.